Manufacturer narrative:
(B)(4). Reported event was confirmed by review of x-rays provided. Device history record (DHR) was reviewed and no discrepancies were found. In all images, the femoral component appears sized and positioned correctly, in accordance with the guidelines provided in the oxford surgical technique. In the mediolateral images, the tibial tray appears slightly short of the tibial plateau posteriorly; the oxford surgical technique recommends the posterior edge of the tibial tray to be flush or with less than 2 mm overhang from the tibial plateau. In the anteroposterior images, the x-ray marker of the polyethylene bearing appears central and parallel with the tibial component, as recommended in the oxford surgical technique. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial right partial knee arthroplasty. Subsequently, a bearing revision was performed due to delayed wound healing.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: oxf twin-peg cmntd fem md PMA catalog #: 161469 lot #: 266140, medical product: oxf uni tib tray sz b rm PMA catalog #: 154721 lot #: 023200. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right partial knee arthroplasty. Subsequently, a bearing revision was performed due to delayed wound healing.